Event description:
Translated report indicates a pt was revised due to a broken ceramic head. The revision surgery was in 1999. No date of implant was provided and no pt info was included. (The device was sterilized in june 1997.)